Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) lead exhibited atrial channel oversensing of ventricular signals. Technical services (ts) suspected loss of ra capture. Ts suggested evaluating ra capture in both unipolar and bipolar pacing configuration. This device was currently programmed to pace unipolar and the threshold was within range. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. The resolution was unknown, and loss of ra capture was not confirmed. No adverse patient effects were reported.